Event description:
A female presented for removal of a mediport. Upon removal, it was discovered that approx 1/2" of the catheter was not retrieved. The pt was taken to special procedures where the remaining catheter was removed. Upon completion of investigation, there was no injury to pt after removal of the catheter.